Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, interaction with challenging anatomy, procedural contaminants, damage to the guide wire, or device support. Factors that may contribute to difficulty removing the guide wire with the catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. In this case, based on the information provided and because the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the account stated that there was no adverse patient effect due to the additional contrast and fluoroscopy. No additional information was provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca) with no calcification. The ht balance middleweight universal ii guide wire was being advanced and 20 minutes after the procedure was initiated the hydrophilic coating began to grab [have resistance]. There was resistance during removal with an unspecified balloon dilatation catheter; however, the device was removed as a single unit. There was a delay in the procedure and the patient had to be administered a contrast dose about 3 times higher than usual. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.